Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had pump error. The blood glucose level was 180 mg/dl. The customer reported that they had cleared the alarm. The customer was not able to rewind the insulin pump. The customer was advised that the pump will need to be replaced. The customer was advised to discontinue use of the insulin pump and revert to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected an error in the motor was detected by reading unexpected value from hall sensor error alarm noted during testing. (B)(4).